Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they have a bravo capsule which failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule. A repeat study was performed and it is noted that the original capsule showed up on a x-ray in the small bowel. The device is expected to be returned.